Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse indicated that during startup of the lh780 instrument about 1ml of isoton had leaked from the valve vl53b tubing due to a pinhole. The vl53b drains differential and reticulocyte waste. The fluids that may be associated with this event are blood, controls, diluent, and clenz. The fse replaced the pinch tube going through vl53b normal opening fittings 40 to 45 and validated the system performance. Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode of this event was related to the pinch tube going through valve vl53b. (B)(4).

Event description:
A customer contacted beckman coulter to report that the coulter lh 780 hematology analyzer was leaking bloody fluid of about 5ml from the right hand side of the instrument during processing of patient samples. The leak was not contained within the instrument. The source of the leak could not be determined by the customer. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. All patient samples were repeated and verified on an alternate analyzer. No corrections were made to patient sample results. No death or injury is attributed to this event and there was no change to patient treatment.